Event description:
The manufacturer received info a ventilator was alarming for a low circuit leak condition. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's air path filter was found to be contaminated and the blower motor needed to be replaced. Based on the error code, it was determined that this type of issue occurs when the ventilator's air inlet is obstructed. The event only occurred once. The device was returned unrepaired due to lack of customer response. Device returned unrepaired due to lack of customer response.